Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 454 mg/dl. The customer reports insulin pump alarmed cannot find sensor signal. The customer also reported transmitter did not blink when connected to sensor. The customer declined troubleshooting for high blood glucose. The device will be retuned for analysis.